Event description:
Subsequent to the initial report filing, additional information was received stating that due to the dissection, the patient experienced left lumbar pains with hematuria (blood in urine). Also, due to the reported kidney infection which was treated with medication, the patient experienced a renal abcess, which was also treated with medication. It was decided that the absolute pro stent would not be removed; instead, two unspecified stents (2mm diameter) were implanted on (B)(6) 2014 to try to improve the arterial flow. The renal ischemia was reported to have improved. The patient was discharged from hospitalization on (B)(6) 2014. In addition, it was reported that the patient is continuing with medication to improve circulation. No additional information was provided.

Event description:
It was reported that the procedure was to treat a left renal arterial stenosis due to an external compression, in a patient with a previous nephrectomy (one kidney removed). It was decided to implant a 10 x 20 mm absolute pro stent. During deployment, the stent moved, and was therefore, implanted too distally across the artery, creating an arterial dissection. A non-abbott stent was required to treat the dissection. The patient has remained hospitalized in the intensive care unit (ICU) with complications of partial renal ischemia and pyelonephritis (kidney infection). Medication was given as treatment for the pyelonephritis. A magnetic resonance imaging (MRI) will be performed to determine if a surgical procedure can be performed and to determine whether or not the absolute pro stent should be removed. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The reported patient effects of dissection, infection, pain and intervention due to unintentional placement of stent are listed in the absolute pro instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.